Event description:
It was reported that during preparation for an abscess drainage treatment procedure, a foreign matter issue occurred. The abscess being treated was located in the abdominal cavity. When the physician was preparing the flexima drainage catheter outside the patient and pushed the trocar to the end of the catheter a creamy gelatinous substance emerged from the tip of the catheter. There was no patient contact with this device. The procedure was completed with another flexima drainage catheter. No patient complications were reported.

Event description:
It was reported that during preparation for an abscess drainage treatment procedure, a foreign matter issue occurred. The abscess being treated was located in the abdominal cavity. When the physician was preparing the flexima drainage catheter outside the patient and pushed the trocar to the end of the catheter a creamy gelatinous substance emerged from the tip of the catheter. There was no patient contact with this device. The procedure was completed with another flexima drainage catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluation: visual examination revealed traces of white residues in the pigtail section of the device. It was found that the white material from the packaging card was adhering to the coated sections of the catheter's pigtail. During functional testing the trocar was removed from the catheter and then pushed to the end of the catheter. No anomalies were found and no substance emerged from the tip of the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The reported complaint was not confirmed; however, the most probable root cause of the white packaging material found on the device is due to a design constraint of the product. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).